Manufacturer narrative:
The reported event that the patient slipped, broke his ankle and had to undergo a revision surgery of the right fibula because the already implanted ¿straight plate variax fibula, 10 hole / l132mm¿ broke, could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. Since the actual ¿straight plate variax fibula, 10 hole / l132mm¿ was not returned, an inspection could not be performed. No initial or post-operative x-rays were communicated, therefore it cannot be concluded whether the primary surgery was done correctly or not. Also, no further information regarding the patient were communicated. A reported accident right after the initial surgery, indicates a clear deviation from the instructions and a possible implant deformation/breakage. As per IFU (v15013): the plates ¿are intended only to assist healing and are not intended to replace normal bone structures. No fracture fixation device that is subject to material fatigue can be expected to withstand activity levels in the same way as would a normal healthy bone. The fracture fixation system, therefore, will not be as strong, reliable or durable as a normal human bone.¿ [¿] ¿these implants are neither intended to carry the full load of the patient acutely, nor intended to carry a significant portion of the load for extended periods of time. For this reason post-operative instructions and warnings to patients are extremely important. [¿] the risk of post-operative complication (e.g. Failure of an implant) is higher if patients are obese and/or cannot follow the recommendations of the physician. [¿] loads on the device produced by load bearing and the patient¿s activity level will dictate the longevity of the device.¿ therefore, the patient should be well informed that the device cannot and does not replicate a normal healthy bone, that the device can break or become damaged as a result of strenuous activity, trauma, mal-union or non-union and that the device has a finite expected service life and may need to be removed at some time in the future. Based on investigation, the root cause would be attributed to a patient related issue, due to the accident. However, please bear in mind that more detailed information about the complaint event as well as the affected device must be available in order to determine the exact root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Sales rep reported a revision surgery of right fibula of patient. Patient slipped and broke ankle. Surgeon replaced broken plate.